Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which if off label usage of the device on (B)(6) 2022. The cgm was reading 40 mg/dl and the patient experienced hunger and confusion, so she drank orange juice and ate cereal. The patient was not able to take a blood glucose reading as she couldn´t find her bg meter. An ambulance was called, and the paramedics took a blood glucose reading which was 758 mg/dl while the cgm reading was 40 mg/dl. The patient was taken to the emergency room. At the hospital they a found blood clot in her lungs. She does not remember what treatment was provided by the paramedics or the hospital for the hyperglycemia or the blood clot. The patient recovered and was discharged, but she cannot remember how long she stayed at the hospital. At the time of follow up she was feeling okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
The patient recovered and was discharged after three days.

Manufacturer narrative:
(B)(4). B2 outcomes attributed to adverse event - additional b5: describe event or problem - correction to the following statement in the initial MDR, "the patient recovered and was discharged, but she cannot remember how long she stayed at the hospital." H2: correction/additional information h6: health effect - impact code - additional h6: investigation conclusion - additional